Event description:
While treating a pediatric pt with the mdoel 3100a, the operator reported that the oscillating driver stopped running and could not be restarted. The pt was temporarily placed on a conventional ventilator until another 3100a was prepared, and pt continued without any stated pt compromise.